Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had a high blood glucose event. The customer¿s blood glucose level was 552 mg/dl at the time of the incident. The customer stated he was pulled over by a state trooper and the insulin pump alarmed motor error and the blood glucose was at 552 mg/dl. The ems was called for help and treatment. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's blood glucose was 486 mg/dl when asked to tes his blood glucose reading. Customer reported that the insulin pump had several motor error alarms after rewind and prime and his blood glucose the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No motor error alarm noted during testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube thread, scratched case and stained end cap sticker.